Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty solder joint on the hv module.